Manufacturer narrative:
There was no patient involved with this concern. The initial report occurred on (B)(6) 2013 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(6) 2014. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. The output voltage of the power factor controller (pfc) board to battery chargers was only 165v (instead of 300v). The pfc board was replaced. The charger function and battery charging was verified and the imaging system passed the system checkout. The pfc board was returned to the manufacturer for evaluation. Visual inspection confirmed that the board was burnt. The board was severely damaged with black deposit in the nearby area, both front and back. Pin 4 of l1 was burned through due to over current which directly caused the reported event.. The replacement board resolved the issue.

Event description:
A medtronic representative reported that the batteries were not charging properly, and there was a smoke smell coming from the imaging system. The battery indicator lights were not flashing and were down while the system was plugged in and umbilical cable connected. There was no patient involved with this concern.